Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was got wet and will not turn back on. . Customer's blood glucose level was 112 mg/dl. Customer stated there was fluid under the lcd display. Customer stated that there was no cracks or other issues with the insulin pump. The device will be returned for analysis.